Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation and was reportedly discarded by the reporting facility. (B)(4) utilized for revision surgery to explant and replace the complained plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on (B)(6) 2016 due nonunion of a left distal femoral fracture to a broken 4.5mm variable angle locking compression plate (va-lcp) curved condylar. The patient was initially implanted with the plate and associated screws on an unknown date to treat the left distal femoral fracture. It was reported that the nonunion was discovered on an unknown date and that the plate had broken into two pieces. During the revision surgery the broken va-lcp curved condylar plate, three (3) unknown cortical screws, and ten (10) unknown locking screws (intact) were easily removed and the patient was revised with a new, like plate and screws (same type and quantity). The revision surgery was successfully completed without delay. The patient postsurgical condition was reportedly stable. This report is 1 of 1 for (B)(4).